Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 37 mg/dl and 57 mg/dl. The customer already ate cherries and candies. The customer declined troubleshooting for low blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The customer also reported sensor related issues. The insulin pump will not be returned for analysis.